Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The history log for the device showed the pad-pak was first installed successfully on (B)(6) 2009 and performed to specification up to (B)(6) 2015. A further pad-pak was installed during this time. Multiple manual power ups of less than one minute duration were observed in the device memory on (B)(6) 2015. Investigation indicated the fault can be attributed to membrane failure. There were no ten minute time outs recorded however the multiple manual power ups recorded may indicate the device was switching on automatically and the user was intervening and turning the device off via the on/off button. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.